Event description:
Omentum panniculitis, ileus, foreign body reaction, adhesions. An intravenous hyperalimentation catheter was placed in 2003 and the patient had a lower anterior rectectomy for rectal cancer 6 days later. After resecting the rectum and sigmoid colon, the parts about 6cm above anus were anastomosed with a pceea suture thread by machine. One sheet of seprafilm was placed at the abdominal median incision, which was about 20 cm long and three layers above the transverse colon, greater omentum, and small intestine. No seprafilm was placed at the anastomosis. The first layer (peritoneum) was sutured with vicryl suture thread and the skin was then sutured with nylon yarn. No pre-existing adhesions were noted during surgery. The total surgery took approximately four hours. A pleats drain was placed above sacrum bone after the operation and subsequently removed. Ten days after the operations, the patient developed an ileus. A gastric tube was inserted without relief of the ileus. An ileus tube was inserted one day later. Two days later, the patient was re-operated to remove the ileus (synechiotomy) and the patient was noted to have omentum panniculitis and severe adhesion between transverse colon and small intestine. Omentum was partially resected for pathological and histological diagnosis. The seprafilm could not be removed. The resected for pathological and histological diagnosis. The seprafilm could not be removed. The results of an omentum biopsy one week later indicated round foam cells increasing with inflammation on the surface of the sample. It is not a very strong type of cellular atypia, suggestive of metastatic adenocarcinoma because it appeared to be producing mucus. Xanthoma-like cells taking in broken fat were found on the surface of fat tissue, but it looked different from the cells with mucus. The follow-up result of omentum biopsy showed a change of xantho-granulomatous inflammation rather than tumorous lesion based on keratin stain without atypia. The sample mainly showed inflammatory reaction to foreign body, which was not a lesion-related allergy (no evidence of milignancy). Two weeks later, no recurrence of obstruction bowel was observed and the patient was tolerating a diet of rice gruel. The relationship between the adverse events and seprafilm was reported as probable, per the physician. This conclusion code was chosen because no sample was returned and no lot number was provided by the user faiclity. The co is unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will re-evaluated at that time.